Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated / location of device: epiploica of sigmoid colon") in a 37-year-old female patient who had essure (batch no. 852180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("painful periods / dysmenorrhea"), menorrhagia ("heavy periods"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions type: rashes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (underwent a surgical removal of the essure device) on (B)(6)2016. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, allergy to metals, vaginal haemorrhage and dyspareunia outcome was unknown and the rash had resolved. The reporter considered allergy to metals, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, lab data, product information, concomitant drugs updated. Events device migration was updated to one of the coils had migrated / location of device: epiploica of sigmoid colon, abnormal bleeding (vaginal), nickel allergy, rashes,and dyspareunia (painful sexual intercourse) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left tube was totally exploded'), device dislocation ('one of the coils had migrated / location of device: epiploica of sigmoid colon') and pelvic adhesions ('lysis of adhesion') in a 37-year-old female patient who had essure (batch no. 852180-invalid, 882190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval burning sensation, vulvodynia, vestibulitis, dry eye, dyspareunia, anxiety, urinary urgency, cramp in lower abdomen, ovarian cyst, nevus, follicular cyst of ovary, antral follicle count, fracture bone and pap smear abnormal. Concurrent conditions included skin cancer, acne, localised erythema, keratosis, acne vulgaris, acne, itching, redness, peeling, skin irritation, itchy, flaking skin, broken nails, crust, inflammation, gastrointestinal irritation, itchy, dermatitis, irritant cough, rash, constipation, hemorrhoids, abdominal pain, abdominal tenderness, grand multiparity, nickel sensitivity and back pain. Family history included heart disease, unspecified (father, grandparents), blood pressure high (father, grandparents), high cholesterol (father, grandparents), diabetes (mother), thyroid disorder (mother), lupus erythematosus (aunt), rheumatoid arthritis (aunt) and colon cancer. Concomitant products included ciclosporin (restasis), clindamycin phosphate;tretinoin (ziana), desogestrel;ethinylestradiol (mircette), ibuprofen, pimecrolimus (elidel) and vitamin d nos (vitamin d). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy / I have moderate reaction to gold and severe reaction to nickel"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("rashes or skin conditions type: rashes / hand rashes / painful cracking of skin"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic adhesions (seriousness criterion medically significant), fallopian tube spasm ("tubal spasm"), acne ("acne"), periorbital swelling ("swelling of eyes shut"), stomatitis ("mouth sores"), ichthyosis ("patches of crocodile skin on my hand") and dermatitis ("having flareups of the spots") and was found to have melanocytic naevus ("moles"). The patient was treated with surgery (bilateral salpingectomy, cornual resection & repair, diagnostic hysteroscopy, bowel repair). Essure was removed on 5-jul-2016. At the time of the report, the device dislocation, dyspareunia, pelvic adhesions, fallopian tube spasm, acne, melanocytic naevus, periorbital swelling, stomatitis, ichthyosis and dermatitis outcome was unknown and the dysmenorrhoea, menorrhagia, allergy to metals, vaginal haemorrhage and rash had resolved. The reporter considered acne, allergy to metals, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, ichthyosis, melanocytic naevus, menorrhagia, pelvic adhesions, periorbital swelling, rash, stomatitis and vaginal haemorrhage to be related to essure. The reporter commented: patient had receive order for hsg after (B)(6) 2012 to read to confirm occlusion. Reason for exam: post essure sterilization status- hysterosalpingography. Patient has a growth on her anus. Sectioning reveals silver, coiled wires located in the lumens. The lumens appear patent diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, dysmenorrhea, menorrhagia, nickel allergy,pelvic pain, allergic to metals. Concerning the injuries reported in this case, the following ones were described in via social media report :acne, melanocytic naevus, eye swelling, stomatitis, skin disorder, dermatitis, rash. Lot number 852180 is invalid. Lot number:882190 manufacture date: 2011-07 expiration date: 2014-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated / location of device: epiploica of sigmoid colon") and pelvic adhesions ("lysis of adhesion") in a 37-year-old female patient who had essure (batch no. 852180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval burning sensation, vulvodynia, vestibulitis, dry eye, dyspareunia, anxiety, urinary urgency, cramp in lower abdomen and ovarian cyst. Concomitant products included ciclosporin (restasis), clindamycin phosphate;tretinoin (ziana), desogestrel;ethinylestradiol (mircette), pimecrolimus (elidel) and vitamin d nos (vitamin d). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy / I have moderate reaction to gold and severe reaction to nickel"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("rashes or skin conditions type: rashes / hand rashes / painful cracking of skin"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic adhesions (seriousness criterion medically significant), fallopian tube spasm ("tubal spasm"), acne ("acne"), eye swelling ("swelling of eyes shut"), stomatitis ("mouth sores"), ichthyosis ("patches of crocodile skin on my hand") and dermatitis ("having flareups of the spots") and was found to have melanocytic naevus ("moles"). The patient was treated with surgery (bilateral salpingectomy, cornual resection & repair, diagnostic hysteroscopy, bowel repair). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, pelvic adhesions, fallopian tube spasm, acne, melanocytic naevus, eye swelling, stomatitis, ichthyosis and dermatitis outcome was unknown and the dysmenorrhoea, menorrhagia, allergy to metals, vaginal haemorrhage and rash had resolved. The reporter considered acne, allergy to metals, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, eye swelling, fallopian tube spasm, ichthyosis, melanocytic naevus, menorrhagia, pelvic adhesions, rash, stomatitis and vaginal haemorrhage to be related to essure. The reporter commented: patient had receive order for hsg after (B)(6) 2012 to read to confirm occlusion. Reason for exam: post essure sterilization status- hysterosalpingography. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, dysmenorrhea, menorrhagia, nickel allergy,pelvic pain, allergic to metals. Concerning the injuries reported in this case, the following ones were described in via social media report :acne, melanocytic naevus, eye swelling, stomatitis, skin disorder, dermatitis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: events- "lysis of adhesion, tubal spasm", medical history, concomitant drug added from pfs. Events- "acne, moles, swelling of eyes shut, mouth sores, patches of crocodile skin on my hand, having flareups of the spots" added from social media report. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left tube was totally exploded'), device dislocation ('one of the coils had migrated / location of device: epiploica of sigmoid colon') and pelvic adhesions ('lysis of adhesion') in a 37-year-old female patient who had essure (batch no. 852180- not valid,882190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval burning sensation, vulvodynia, vestibulitis, dry eye, dyspareunia, anxiety, urinary urgency, cramp in lower abdomen, ovarian cyst, nevus, follicular cyst of ovary, antral follicle count, fracture bone and pap smear abnormal. Concurrent conditions included skin cancer, acne, localised erythema, keratosis, acne vulgaris, acne, itching, redness, peeling, skin irritation, itchy, flaking skin, broken nails, crust, inflammation, gastrointestinal irritation, itchy, dermatitis, irritant cough, rash, constipation, hemorrhoids, abdominal pain, abdominal tenderness, grand multiparity, nickel sensitivity and back pain. Family history included heart disease, unspecified (father, grandparents), blood pressure high (father, grandparents), high cholesterol (father, grandparents), diabetes (mother), thyroid disorder (mother), lupus erythematosus (aunt), rheumatoid arthritis (aunt) and colon cancer. Concomitant products included ciclosporin (restasis), clindamycin phosphate;tretinoin (ziana), desogestrel;ethinylestradiol (mircette), ibuprofen, pimecrolimus (elidel) and vitamin d nos (vitamin d). In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy / I have moderate reaction to gold and severe reaction to nickel"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("rashes or skin conditions type: rashes / hand rashes / painful cracking of skin"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic adhesions (seriousness criterion medically significant), fallopian tube spasm ("tubal spasm"), acne ("acne"), periorbital swelling ("swelling of eyes shut"), stomatitis ("mouth sores"), ichthyosis ("patches of crocodile skin on my hand") and dermatitis ("having flareups of the spots") and was found to have melanocytic naevus ("moles"). The patient was treated with surgery (bilateral salpingectomy, cornual resection & repair, diagnostic hysteroscopy, bowel repair). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, pelvic adhesions, fallopian tube spasm, acne, melanocytic naevus, periorbital swelling, stomatitis, ichthyosis and dermatitis outcome was unknown and the dysmenorrhoea, menorrhagia, allergy to metals, vaginal haemorrhage and rash had resolved. The reporter considered acne, allergy to metals, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, ichthyosis, melanocytic naevus, menorrhagia, pelvic adhesions, periorbital swelling, rash, stomatitis and vaginal haemorrhage to be related to essure. The reporter commented: patient had receive order for hsg after (B)(6) 2012 to read to confirm occlusion. Reason for exam: post essure sterilization status- hysterosalpingography. Patient has a growth on her anus. Sectioning reveals silver, coiled wires located in the lumens. The lumens appear patent diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, dysmenorrhea, menorrhagia, nickel allergy,pelvic pain, allergic to metals. Concerning the injuries reported in this case, the following ones were described in via social media report :acne, melanocytic naevus, eye swelling, stomatitis, skin disorder, dermatitis, rash. Most recent follow-up information incorporated above includes: on 17-jun-2019: medical record received. Lot number (882190) was added. Historical & concomitant drugs conditions were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated / location of device: epiploica of sigmoid colon") and pelvic adhesions ("lysis of adhesion") in a 37-year-old female patient who had essure (batch no. 852180- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval burning sensation, vulvodynia, vestibulitis, dry eye, dyspareunia, anxiety, urinary urgency, cramp in lower abdomen and ovarian cyst. Concomitant products included ciclosporin (restasis), clindamycin phosphate;tretinoin (ziana), desogestrel;ethinylestradiol (mircette), pimecrolimus (elidel) and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy / I have moderate reaction to gold and severe reaction to nickel"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("rashes or skin conditions type: rashes / hand rashes / painful cracking of skin"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic adhesions (seriousness criterion medically significant), fallopian tube spasm ("tubal spasm"), acne ("acne"), eye swelling ("swelling of eyes shut"), stomatitis ("mouth sores"), ichthyosis ("patches of crocodile skin on my hand") and dermatitis ("having flareups of the spots") and was found to have melanocytic naevus ("moles"). The patient was treated with surgery (bilateral salpingectomy, cornual resection & repair, diagnostic hysteroscopy, bowel repair). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dyspareunia, pelvic adhesions, fallopian tube spasm, acne, melanocytic naevus, eye swelling, stomatitis, ichthyosis and dermatitis outcome was unknown and the dysmenorrhoea, menorrhagia, allergy to metals, vaginal haemorrhage and rash had resolved. The reporter considered acne, allergy to metals, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, eye swelling, fallopian tube spasm, ichthyosis, melanocytic naevus, menorrhagia, pelvic adhesions, rash, stomatitis and vaginal haemorrhage to be related to essure. The reporter commented: patient had receive order for hsg after (B)(6) 2012 to read to confirm occlusion. Reason for exam: post essure sterilization status- hysterosalpingography. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, dysmenorrhea, menorrhagia, nickel allergy,pelvic pain, allergic to metals. Concerning the injuries reported in this case, the following ones were described in via social media report: acne, melanocytic naevus, eye swelling, stomatitis, skin disorder, dermatitis. Most recent follow-up information incorporated above includes: on 27-mar-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left tube was totally exploded'), device dislocation ('one of the coils had migrated / location of device: epiploica of sigmoid colon') and pelvic adhesions ('lysis of adhesion') in a 37-year-old female patient who had essure (batch no. 852180- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulval burning sensation, vulvodynia, vestibulitis, dry eye, dyspareunia, anxiety, urinary urgency, cramp in lower abdomen, ovarian cyst, nevus, follicular cyst of ovary and antral follicle count. Concurrent conditions included skin cancer, acne, localised erythema, keratosis, acne vulgaris, acne, itching, redness, peeling, skin irritation, itchy, flaking skin, broken nails, crust, inflammation, gastrointestinal irritation, itchy, dermatitis, irritant cough, rash, constipation, hemorrhoids, abdominal pain and abdominal tenderness. Family history included heart disease, unspecified (father, grandparents), blood pressure high (father, grandparents), high cholesterol (father, grandparents), diabetes (mother), thyroid disorder (mother), lupus erythematosus (aunt), rheumatoid arthritis (aunt) and colon cancer. Concomitant products included ciclosporin (restasis), clindamycin phosphate;tretinoin (ziana), desogestrel;ethinylestradiol (mircette), ibuprofen, pimecrolimus (elidel) and vitamin d nos (vitamin d). In july 2012, the patient experienced dysmenorrhoea ("painful periods / dysmenorrhea"). On (B)(6)2012, the patient had essure inserted. In february 2013, the patient experienced menorrhagia ("heavy periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In january 2014, the patient experienced allergy to metals ("nickel allergy / I have moderate reaction to gold and severe reaction to nickel"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("rashes or skin conditions type: rashes / hand rashes / painful cracking of skin"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic adhesions (seriousness criterion medically significant), fallopian tube spasm ("tubal spasm"), acne ("acne"), periorbital swelling ("swelling of eyes shut"), stomatitis ("mouth sores"), ichthyosis ("patches of crocodile skin on my hand") and dermatitis ("having flareups of the spots") and was found to have melanocytic naevus ("moles"). The patient was treated with surgery (bilateral salpingectomy, cornual resection & repair, diagnostic hysteroscopy, bowel repair). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, dyspareunia, pelvic adhesions, fallopian tube spasm, acne, melanocytic naevus, periorbital swelling, stomatitis, ichthyosis and dermatitis outcome was unknown and the dysmenorrhoea, menorrhagia, allergy to metals, vaginal haemorrhage and rash had resolved. The reporter considered acne, allergy to metals, dermatitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fallopian tube spasm, ichthyosis, melanocytic naevus, menorrhagia, pelvic adhesions, periorbital swelling, rash, stomatitis and vaginal haemorrhage to be related to essure. The reporter commented: patient had receive order for hsg after (B)(6)2012 to read to confirm occlusion. Reason for exam: post essure sterilization status- hysterosalpingography. Patient has a growth on her anus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, dysmenorrhea, menorrhagia, nickel allergy,pelvic pain, allergic to metals. Concerning the injuries reported in this case, the following ones were described in via social media report :acne, melanocytic naevus, eye swelling, stomatitis, skin disorder, dermatitis, rash. Most recent follow-up information incorporated above includes: on (B)(6)2019: medical record-event the left tube was totally exploded was added. On (B)(6)2019: no new significant information added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("painful periods"), menorrhagia ("heavy periods") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent a surgical removal of the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia and allergy to metals outcome was unknown. The reporter considered allergy to metals, device dislocation, dysmenorrhoea and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.